Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). Patient involvement and demographics such as age, date of birth, gender and weight were not provided by the customer. Per service record, third party service technician was able to duplicate "internal battery not holding a charge ". All testing was performed with a good known ac adapter. When ventilator is plugged in with an ac adapter, ventilator displays a solid red light-emitting diode (led) on charge status. Installed a good known test battery and charge status light-emitting diode (led) was solid green. Ventilator passed battery duration test with a good known test internal battery. Internal battery was replaced. The device has not been received by carefusion.

Event description:
Customer stated that model lap top ventilator 950 internal battery is not holding a charge. The customer did not state whether or not there was patient involvement.